Event description:
It was reported to philips that the device battery won't hold charge. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
.